Event description:
On 1/7/1998 a nellcor puritan bennett failure investigation engineer, while investigating a complaint, discovered a failure mode that meets the criteria for an MDR. The observed failure mode may result in false high oximetry readings when used in conjuction with certain nellcor puritan bennett pulse oximeters.